Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used in a patient for an unknown endovascular treatment. It was reported that during the procedure the applier would not pick up endoanchors and it was reported that the applier appeared bent. Another applier was used successfully and the event was resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.